Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 1 month. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after 2 years of support, the doctor observed during a follow up visit that the device was almost eroded but not out of the skin at the area of the pump position. The cause of the device erosion was not determined; however, it was reported that the patient¿s weight loss was a contributory factor to the erosion. The area of erosion was opened and the pump position was revised. The area was covered with a patch before closure of the skin. No further information was provided.

Manufacturer narrative:
The reported device erosion was confirmed via a submitted photo; however, a cause for the pump erosion could not be conclusively determined. It was noted that the patient's weight loss was a contributory factory to the erosion. No device malfunction was reported. The patient remains on lvad support and no further related events have been reported. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.